Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that two no external power events were observed on (B)(6) 2019 00:21 during a routine log file review analysis by manufacturer's technical service representative. The two no external power occurred while the system was connected to mobile power unit (mpu) and were caused by the mpu power cord coming loose from the ac wall outlet or the mpu.

Manufacturer narrative:
Manufacturer's aware date was inadvertently omitted from previous report. The correct date was june 3, 2019.